Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that battery did not last for one week, pump was rejecting new batteries, case was chipped and customer was not able to hear alerts always. No harm and medical intervention were reported. Troubleshooting information was unknown. It was unknown whether customer will discontinue use of the device or not.